Event description:
It was reported that the patient experienced withdrawal symptoms, underdose symptoms and a return of pain. The logs were checked and an x-ray was performed (results were not reported). The device was replaced; however, there was no known issue with the device. The patient status was reported as ¿alive ¿ no injury¿. The pump was used to deliver dilaudid. It was later reported that under fluoroscopy, the catheter appeared to be intact. The catheter had been aspirated and there was flow of csf. On (B)(6) 2014, the patient had an MRI and remained in the area of the magnetic field for approximately 2 hours. The logs showed that the motor stall recovered (motor stall occurred on (B)(6) 2014 at 14:52 and recovered at 16:59). There was no other troubleshooting conducted. On (B)(6) 2014, the entire system was replaced. The patient was doing very well. On the morning of (B)(6) 2014 the patient reported feeling great and was being discharged from the hospital.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4). Evaluation summary: analysis of the pump revealed ¿no anomaly found¿. The catheter was returned in segments; 3 segments were returned consisting of 2 separate catheter models. Analysis of catheter (model 8731sc/serial # (B)(4)) revealed ¿catheter body - user related hole¿; there were two holes in an area about 7 cm from its proximal end. There was a hole on one side of the catheter and another on the other side in the same general area. This observation, along with the appearance of the holes themselves indicates a possible needle stick as the cause of the holes that were found. Analysis of catheter (model 8731/serial # (B)(4)) revealed ¿no significant anomaly ¿ acceptable testing¿.